Manufacturer narrative:
The device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test due to blank display.

Event description:
It was reported that the device was exposed to water and is was making weird sounds. The customer¿s blood glucose level at the time of the incident was unknown. Report also states that the water seeped into the battery compartment. No further details or information available. The device will be returned for analysis.